Event description:
It was reported that the c-arm shifted from 45 to 180 degrees uncommanded. No injury reported. A field engineer was dispatched to the site and it was determined that the rotation switch needed to be replaced. Once this was completed the system was working as intended.